Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add code cutaneous contour deformity to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) added code cutaneous contour deformity.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/30/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/5/2021, mentor became aware that the additional manufacturer narrative investigation summary information was submitted incorrectly in follow up 2 report. The relevant fields have been updated. The updated investigation of the returned device was completed by the failure analysis lab 1/5/2021. Device evaluation summary: according to the information reported, the patient developed cutaneous contour deformity. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. It is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilization or autoclaving process. These bubbles will not detract from the safety or efficacy of the prosthesis, and will diffuse and dissipate of their own accord. Bubbles are a known complication associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). H10 additional manufacturer narrative information was updated.

Manufacturer narrative:
On 10/19/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 370cc and experienced capsular contracture baker grade IV on the left breast implant and patient dissatisfaction on the right breast implant because of a slight double bubble appearance. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 375cc on (B)(6) 2020. This medwatch is for the right breast implant.